Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse effect to the customer's blood glucose level. Reportedly the pump was reset and the customer continued to use pump for insulin therapy.